Event description:
It was reported that during a pci/ stent procedure, the stent delivery system would not cross the lesion and the stent dislodged from the delivery balloon during removal. The target lesion was located in the 90% stenotic and severely tortous righ coronary artery (rca). It is believed that the stent remains in the peripheral vessel. The procedure was completed with another device.